Manufacturer narrative:
The technician found the center arm latch is sticking. The technician cleaned the siderail latch to repair the bed.

Event description:
Info received indicates the left siderail will not latch.